Manufacturer narrative:
Unable to prime during prime/a33 alarm test due to faulty fsr(gold). Pump passed basic occlusion and displacement test. No motor error alarms noted. Cracked reservoir tube lip, missing end cap sticker, cracked reservoir window, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Motor tested ok.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 289 mg/dl. Troubleshooting was performed. The device was returned for analysis.